Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. Therefore, the reported condition was confirmed. It was further determined that the internal components were corroded and an unknown liquid was found internally. The assignable root cause was determined to be due to wear on component parts from immersion and improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ulnar shortening osteotomy surgery, it was observed that the sagittal saw attachment device was not working. There was a five minute delay to the surgical procedure. A spare identical device was used to successfully complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.